Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records and treatment data regarding the patient's expiration. There was no allegation of adverse event occuring during the patient's treatment; therefore, no machine evaluation was performed. The plant investigation is in progress and a supplemental medwatch will be submitted with additional relevant information.

Event description:
A routine mailing was returned undelivered and marked deceased with no additional information provided. Upon follow up with the registered nurse (rn) and the facility administrator (fa) of the patient's outpatient dialysis facility, the patient had been admitted to the hospital due to a pre-existing cardiac issue. The patient was discharged from the hospital to her home on an unknown date and reportedly expired due to a cardiac arrest sometime during the evening on the discharge date. According to the fa, the patient's treatment at the outpatient hemodialysis unit prior to her hospitalization was uneventful. Additionally, the hospital nurse did not report to the facility any adverse event occurred during hemodialysis in the hospital. There were no known product malfunctions and no reports of serious adverse events prior to the patient's death. No samples are available since no malfunction was alleged. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure." A device is not released if it does not meet requirements or is nonconforming. Although requested, medical records were never received. Should medical records or additional information be made available, a supplemental MDR will be submitted with all associated related information and/or upon completion of the clinical investigation (ci).